Manufacturer narrative:
A steris service technician inspected the loading cart and found the right rear wheel was not secure, allowing it come off during use. The technician reinstalled the wheel and ensured it was securely tightened; the remaining three wheels were also tightened as a precaution. The loading cart was tested, found to be operating to specification and was returned to service. The employee subject of the reported event returned to work the same day and has no sustaining injuries.

Event description:
The user facility reported that while an employee was loading a cart to an amsco 400 sterilizer, a wheel on the cart came off and the cart tipped over. As the employee attempted to keep the rack upright, sterile packs loaded onto the cart fell onto the employee. The employee experienced bruising over a large area of her torso. The employee sought medical attention at occupational health and returned to work the same day; treatment information was not provided by the user facility.